Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented to the ER after receiving a vibratory alert. Episodes of non-sustained right ventricular oversensing due to far field p-wave oversensing were noted. Since the patient was asymptomatic, it was decided not to make any programming changes.